Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test/download was performed and passed. A review of the share logs was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be the transmitter and display device were unable to restore the connection. The reported event of a pairing failure is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.